Event description:
It was reported that a merlin.net transmission showed at/af episodes that are actually noise. The noise appears to be from external emi. Physician plans to diagnostically image to investigate the noise. Further information is not available at this time.